Event description:
It was reported that the readings froze. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was confirmed. The root cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration- correction. B5: describe event/problem- corrected information. D4: serial no. D4: primary UDI number- additional information. H2: type of follow up- corrected information/additional information. H4: device mfg date- please disregard initial reporting of this field. H6: corrected information. Please disregard initial reporting of code 3331 under 'type of investigation".